Event description:
The MFR received info alleging the connecting cable "falls out" when attached to a ventilator's remote alarm/nurse call connector. There was no reported pt harm or injury. The ventilator has yet to be returned to the MFR for eval. A f/u report will be filed when the MFR's investigation for this allegation is completed.